Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer accidentally pulled infusion set out and did not realize it. Customer woke up with blood glucose of 580 mg/dl. High blood glucose was treated and blood glucose elevated to 680 mg/dl. Customer received assistance changing site and blood glucose was stabilized. Customer declined transfer to helpline due to appointment with healthcare professional.